Manufacturer narrative:
(B)(4).

Event description:
It was reported that the second implant was completely blocked and could not get deployed. A delay of less than 30 minutes was reported. No patient impact was reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the depth limiter straw has been removed from the assembly. No ts or suture were returned for examination. Needle is dramatically bent on two planes. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).